Event description:
The patient claimed that the ok and arrow buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was fully intact without peeling or visible damage. All of the keypad buttons were appropriately responsive when pressed with normal spring back or click. The keypad was removed for investigation and revealed no signs of moisture damage, contamination or button contact defects. Unrelated to the complaint, the audio bolus button cover was missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.